Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 10 ruptured during storage. The device had been filled with 240 milliliters of 51.67 milligrams/milliliter timentin in 0.9% nacl when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer, therefore the reported condition could not be confirmed. The root cause investigation is currently being performed under CAPA (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow-up report will be submitted if additional information becomes available.